Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (concentration 1mg/ml, ¿0.5 something¿ dose) via an implantable pump for spinal pain and malignant pain. On the patients pump and catheter were replaced because the wound did not heal. At the time of this report the situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.